Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Performance data collected from the device was received, analyzed, and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead exhibited varying threshold and loss of capture. In addition, when programmed unipolar, pocket stimulation was observed. In addition, current leakage of the device is suspected. The rv lead and device were explanted and replaced succesfully. Additionally, the right atrial (ra) lead suffered insulation damage during the explantation of the rv lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 407658 lead implanted: 2014-(B)(6).